Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Device evaluation: this device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of battery issue. The root cause was determined to be depleted main batteries. The main batteries and battery harness were replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a battery depleted alarm, interrupting delivery. There was no patient involvement. This device is a remediated colleague pump with a user interface module software version of 6.63.92. No additional information is available.